Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they fell through a dock and hit their back where the implant was when they fell through the wood over 6 months ago, could be 7-8 months. The patient reported their stimulation hadn¿t been working and couldn¿t say for how long. They had been taking 2-3 enemas and it that didn¿t work they¿d dig it out with a glove. The patient would try to drink a lot of orange juice to upset their stomach to make it come out. The patient was at 0.95v on program 3 with stimulation on. They increased stimulation on the call to 1.20v and were advised to monitor their symptoms for a couple days to see if their symptoms improved. The patient was also advised to have their system checked to see if anything occurred when they fell through the dock to cause their return of symptoms. An email was sent to field representatives in the area. Additional information was received from a representative indicating that they had contacted the patient.